Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted there is a fractured distal conductor in vivo at 27.2 cm . There is a breached depression in vivo at 27.2 cm. There is a breached depression on the proximal leg of the lead at 29 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6937-35 lead, implanted: (B)(6) 2016; 4968-35 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the high voltage lead displayed over-sensing, high impedance, and questionable fracture. It was also reported that both pacing leads displayed noise. The leads were removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was also reported the fifty eight centimeter defibrillation lead displayed high impedance and there was a suggestion of fracture. The lead was removed, replaced and no patient complications have been reported as a result of this event.